Event description:
During laparoscopic cholecystectomy surgeon "shut"-closed jaws on the device and could not get them to open again. Device removed from the field and replacement used successfully. Failed device sequestered for risk.